Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 23-feb-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported issue. Fse confirmed the first patient sample run gave low total area of 100 (the total area optimal range is 700 to 3000). No leaks are observed and the syringes primed as expected. Fse replaced the injector valve and sample loop. Fse ran patient samples, performed precision test, calibration, and ran qc. All results were within acceptable range. The g8 instrument is functioning as intended, the ta is within the optimal range. No further actions required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from 16-jan-2017 through aware date (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 1, introduction and application, under interpretation of results, provides guidance on the total area and chromatography. Paragraphs three to five state " results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The chromatogram must be examined for any unidentifiable peaks (i.e., p00, p01,) before the a0 peak. Do not report the result if these peaks exist. When there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator's manual." In addition, chapter 3 assay operations, under detailed peak information, the optimal range for total area is 700 to 3000. The most probable cause of the reported event was due to defective injection valve.

Event description:
On (B)(6) 2018, customer reported getting low total area (ta) (the total area optimal range is 700 to 3000) on the first patient sample on the g8 instrument. Customer noted ta results for quality controls (qc) and calibrator are within acceptable range. On (B)(6) 2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Corrected data: the initial report stated 23-feb-2018 as the fse dispatch date. The corrected date is 16-feb-2018. Reported approximate age of device to be 4 year(s). The corrected approximate age of device is 3 year(s).

Event description:
N/a.